Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Customer's blood glucose was 350 mg/dl. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.